Event description:
It was observed that during the device evaluation, the camera head exhibited image noise due to cable disconnection and cable disconnection. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the cable disconnection caused a communication failure, resulting in the generation of image noise. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.